Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the screen had gone blank while attempting to deliver a bolus. The blood glucose reading was 298 mg/dl. It was discovered that the customer had accidentally suspended the insulin pump and was assisted in resuming insulin delivery. Nothing further was reported.